Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a guide wire tip detachment occurred.the unspecified target lesion was located in the lower leg. The vt-14 control wire was introduced and advanced. After passing the "bottleneck", half of the guide wire tip detached and remained in the fibularis. No further patient complications were reported. The patient's status is stable with the possibility of further intervention being required to removed the tip fragment from the lower leg.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a guide wire tip detachment occurred. The unspecified target lesion was located in the lower leg. The vt-14 control wire was introduced and advanced. After passing the "bottleneck", half of the guide wire tip detached and remained in the fibularis. No further patient complications were reported. The patient's status is stable with the possibility of further intervention being required to removed the tip fragment from the lower leg.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a guide wire tip detachment occurred. The unspecified target lesion was located in the lower leg. The vt-14 control wire was introduced and advanced. After passing the "bottleneck", half of the guide wire tip detached and remained in the fibularis. No further patient complications were reported. The patient's status is stable with the possibility of further intervention being required to removed the tip fragment from the lower leg.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual inspection of the returned device revealed distal tip damage and kinks along the body. The device presents the distal side severally bent, also it presents kinks along its body. Moreover, the device is fractured at approximately 298.5cm. From proximal end. All the outer diameter measurements are within the specifications. The fracture section of the device was sent to the (B)(4) lab for analysis. As per (B)(4) lab results, the failure occurred due to a torsion overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).